Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was prompting an error message (specific error # not recalled). This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message began to appear on the afternoon of (B)(6) 2011, after the subject meter accidentally fell into a cooler and got wet. The patient informed the cca that she manages his diabetes with insulin (pump user). As a result of the alleged issue, the patient confirmed he was unable to test his blood glucose and therefore guessed the amount of insulin he self-administered. On the morning of (B)(6) 2011, the patient claimed he felt sweaty; a symptom he associated with a low glucose. In response to the symptom, the patient reported that he ate a peanut butter and jelly sandwich. At the time of troubleshooting, the customer care advocate (cca) noted there was misuse to the lfs device. Replacement product was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k073231.